Event description:
It was reported that the patient's daughter contacted the clinic to order a replacement wire for merlin@home transmitter. It was noted that the wire of the transmitter was burnt. The patient was given a replacement transmitter. There was no patient consequences.